Manufacturer narrative:
Tibial tray impactor tip broke off inside the impactor handle at the point where the tip and handle connect. The impactor handle could not be used to impact the femoral component. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial tray impactor tip broke off inside the impactor handle at the point where the tip and handle connect. The impactor handle could not be used to impact the femoral component.